Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead the suture tie down sleeve slipped into the blood vessel and traveled down the lead. It is currently positioned in the atrium at the later 20% of the lead. The physician had difficulty with the ra lead placement and hemostasis. It was also reported that advancing the lead was difficult. The lead remains in use. No further patient complications have been reported as a result of this event.